Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, via a technical sales administrator, while injecting silicone oil into a pt's eye during a vitreoretinal procedure, a system message related to a pneumatics error displayed. It is unknown how the issue was resolved and if there was any impact to the pt at this time. Additional info has been requested.